Event description:
The customer reported that the battery had a torn elastomer. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the battery had a torn elastomer. There was no report of pt involvement. The battery was evaluated at philips and the tear in the elastomer was confirmed. When the battery was inserted into the device would intermittently shutdown unexpectedly. The battery was fully charged. Philips sent the customer a new battery which resolved the failure.